Manufacturer narrative:
Concomitant medical devices: product ID: 8598a, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter, product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving dilaudid (10 mg/ml at 1.613 mg/day) via an implanted pump. The indication for use was non-malignant pain. The patient was being seen by a new hcp. Per the hcp, the critical pump alarm was occurring; the pump was empty. They were planning to fill the pump with saline. No patient symptoms were reported. The actions/interventions to resolve the event were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information was received from a healthcare provider (hcp) indicating the patient was not theirs at the time of the alarm. Actions/interventions taken included a reprogramming and filling the pump with normal saline until the doctor refilled it to verify the integrity of the system. If additional information is received, a follow-up report will be sent.